Event description:
It was reported while using bd ultra-fine¿ 1/2ml insulin syringe 29g there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that the scale marking for units 5 and 10 was defective.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-nov-2022. Investigation summary . Customer returned a single 0.5ml syringe. The text for the 5 and 10 unit markers is scuffed and illegible on their own. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of a defective scale marking.

Event description:
It was reported while using bd ultra-fine¿ 1/2ml insulin syringe 29g there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that the scale marking for units 5 and 10 was defective.